Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. No harm reported. No trigger has been reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that issue could not be duplicated with no trigger condition. Front end pcb was replaced as precautionary measure. Product passed all functional and safety tests per manufacturer specifications.